Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a replace now battery and power error detected alarms. The customer¿s blood glucose level was 105 mg/dl. The customer stated that they had received power error and changed the battery, but still the problem persists. The customer stated that power error detected recurred within a week of troubleshoot previous occurrence. Customer did not received a low battery alert prior to the replace battery now alarm. The customer stated that the second occurrence of replace battery now without a low battery warning. The customer advised to continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device trace download analysis confirmed the insulin pump alarmed power error, low battery, and power loss alarm. The power management tool confirmed power error, low battery, and power loss alarm were triggered when the battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. No unexpected replace battery now alarms noted.